Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. Sensitivity was changed and oversensing was seen with isometrics. Further reprogramming was performed and the device remains in use. No patient complications have been reported as a result of this event.